Manufacturer narrative:
(B)(4).

Event description:
Complaint from maude database: we had two intubated patients whose endotracheal tubes were secured using the device. Both patients were prone. When the therapist turned the first patient's head, the device broke. In the case of the second patient, the holders slid off the track. Respiratory therapy reported incidentally there were multiple instances over the weekend of the tube holders breaking while in use. Manufacturer response for endotracheal tube holder, gentle-lock (per site reporter). We are returning the remaining stock we have to the manufacturer. While we are not certain of the lot numbers of the holders involved, one of the boxes we have contains lot #35063.

Event description:
Complaint from maude database: we had two intubated patients whose endotracheal tubes were secured using the device. Both patients were prone. When the therapist turned the first patient's head, the device broke. In the case of the second patient, the holders slid off the track. Respiratory therapy reported incidentally there were multiple instances over the weekend of the tube holders breaking while in use. Manufacturer response for endotracheal tube holder, gentle-lock (per site reporter). We are returning the remaining stock we have to the manufacturer. While we are not certain of the lot numbers of the holders involved, one of the boxes we have contains lot #35063.

Manufacturer narrative:
Qn#(B)(4). MDR report key/report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.